Manufacturer narrative:
The lhrs were reviewed for both the motoclip kit lot (lot 101611, ref (B)(4)) and for the motoclip implant lot (lot 101269, ref (B)(4)). There was no evidence to suggest the device did not meet specification prior to distribution. A phone call was made to the rep regarding the case and the rep stated that the doctor is not displeased with the product. According to the rep, the doctor stated that the failure may likely be due to improper preparation of the joint.

Event description:
Attached image was sent over by the distributor. The 18x18x18 implant was broken at a 3-month follow up visit. Currently, the surgeon is not planning to do anything. The patient is doing well. Broken implant was left in patient.